Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing in subtotal gastrectomy, the surgeon tried to fire the powered stapler however could not. Replaced by new reload and connected to the same device and the firing was completed. There was no patient injury.